Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed and no anomalies were found. No evidence of failure to deliver shocks was indicated.

Event description:
It was reported that the patient coded and there was pacing spikes with no capture. It was also reported that the device did not deliver shocks and the patient had to be externally shocked. It was also reported that there was a lead integrity alert (lia) due to oversensing on the right ventricular (rv) lead and non-sustained ventricular tachycardia. Post interrogation of the device the patient had pulseless electrical activity, was shocked externally and died.